Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Postoperatively, the surgeon noted "a large piece of fluff" in the anterior chamber. The surgeon reported the patient had lasik surgery when enhancement performed in a different county approximately eleven years prior to the iol surgery. In a follow up, the surgeon reported the outcome of the event as not resolved. The patient remains with a refractive error.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/23/2009, 02/24/2009, and 02/25/2009 by phone, fax, and mail. A completed questionnaire was received on 03/02/2009. Medical records were received on 02/20/2009. This report was mailed to FDA on: 03/20/2009.